Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient came in for a routine device check, and it was determined that the device was coming out of the incision site. The device was explanted and replaced. No patient complications have been reported as a result of this event.